Event description:
This event was reported as candida parapsilosis endocarditis with vegetation and a septic embolus. The patient was admitted to the hospital with dizziness and a possible urinary tract infection and expired 2 days post-op due to infection. No further information was provided.